Manufacturer narrative:
The facility uses cold soaking to high level disinfect their scopes. Medivators clinical specialist observed a staff member taking the scopes out of the cold soak tub and then using the scope buddy endoscope flushing aid tubing to pull alcohol into the scopes. It was reported that the same scope buddy tubing used for flushing the dirty scopes during manual cleaning was reused to pull alcohol through the scopes after high level disinfection. Then, the endoscopes were placed in the cabinet for use on the next patient. This presents potential patient cross contamination. The facility is missing the tubing for their aer machine that is used to push alcohol through the scope channels at the end of the cycle. Medivators clinical specialist advised they order the appropriate hook-up for flushing alcohol using the aer. The facility has been notified that they are not using the scope buddy as intended according to the IFU. To date, there have been no known patient illness or injury due to the modified, off-label use of the scope buddy. This complaint will continue to be monitored within medivators complaint system.

Event description:
The case states that the facility is using the medivators scope buddy endoscope flushing aid to pull alcohol through endoscopes after being high-level disinfected. The scope buddy is indicated to be used as a flushing aid during the manual cleaning process. It was reported this facility is using the same scope buddy tubing during manual cleaning cycle and the flushing of alcohol post hld; therefore, introducing contaminates from pre-cleaning to the scope after being high-level disinfected. This presents potential for cross-contamination.